Event description:
Baxter (B)(4) received a report that a patient control module had no flow during filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Sample evaluation: baxter received two patient control module samples for evaluation. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of abnormality that could have caused the reported problem. A functional test was subsequently performed by manually filling the samples with water. After fill, the button was pushed. Flow was immediately observed at the luer when after the button was pushed. No evidence of flow problem was observed from the samples during the functional test. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as these are single-use devices which will be discarded. No other observations were noted on the units. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.